Event description:
It was reported that the user experienced recurrent low glucose events while using the ilet, despite a recent adjustment by her clinician to increase the target range and guidance to continue announcing usual meal sizes even though she had been eating approximately 10¿15% less than usual. Symptoms included a blood glucose of 54 mg/dl with weakness requiring assistance to walk and an urgent low alert that was missed during sleep. Outcomes included self-treatment of hypoglycemia with oral glucose. Investigation included troubleshooting and user education regarding alerts and suggestion of using a companion app for louder or redundant notifications. Investigation of this case revealed no device malfunction reported; contributing factors may include reduced carbohydrate intake relative to announced meals and missed urgent low alert during sleep. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.